Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, the black box and alarm history showed multiple cs 052 ( periph processor communication error) alarms. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly with no cs 052 alarms being duplicated during investigation. The pump's cover was removed and there was no intermittent condition found to the printed circuit board or other components.